Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The patient was taking a liquid antibiotic medication for an unspecified infection. The nature of the infection was not reported. At the time of this report, the patient was hospitalized and continuing with dialysis. No additional information is available.